Event description:
Caller states that the device read 8.3 inr while a doctor's device read 2.8 inr at the same time. The device read 5.7 inr at some point later. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.